Event description:
It was reported that the alert triggered due to high right ventricular (rv) lead impedance. It was also reported that the rv thresholds were increasing. It was noted that the patient is not compliant and has not been seen in the office since 2012. It has been recommended to replace the lead. At this time no changes have been made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).